Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the applicator outer shaft(part number 03.812.001, lot number 6451382). The subject device was returned with the complaint condition stating the applicator outer shaft was received in a used condition with wear signs at tip. The thread (connection with applicator knob) at the back of the handle is heavily worn. The complaint condition was confirmed. The device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. Additionally visual inspection of the threads has shown that the treads were heavily worn. This grinding noise is caused by insufficient lubrication and can lead to a cold shut of the knob. A strong grinding noise from the thread was noted during turning of the knob. Dismountable threaded connections must be regularly lubricated as per technique guide. A failure in material or manufacturing could not be detected from a review of the manufacturing documentation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added date device was received by the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgery the devices became tightened and did not move (blocked). There was no patient harm or no surgical delay. This report is 1 of 3 for com-(B)(4).